Event description:
Customer reported that he was hospitalized twice due to high blood glucose. Customer blood glucose reading at the time of last hospitalization was 189 mg/dl. Customer stated that he had a migraine prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.